Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure the balloon ruptured. The pci treated the 99% stenosed and calcified target lesion located in the severely tortuous proximal right coronary artery (rca). Upon the first inflation when the pressure was increased from 13 atmospheres (atm's) to 14 atm's it was noted that the balloon ruptured. The procedure was completed with another unknown balloon catheter. There were no patient complications and the patient's condition was listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.